Event description:
The patient experienced a shocking or jolting sensation while looking at a cell phone (location not reported). Her stimulator continued working for the next 7 months when the pocket became red and inflamed. The implantable neurostimulator stopped working approximately 1 week later. The device battery was nearing end of service and in a power on reset condition as confirmed with a physician programmer. The hcp did not express any concerns about the events in a discussion with the MFR's field representative. The device system was replaced.